Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir being used during pre-check frequently exhibited? No disposable, clamp tubing" alarming. It was reported that troubleshooting was unsuccessful. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Sample was received without blue clip and without cap assembled. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed.there is no non-conformance or deviation related to the failure reported in the device history record for finished good and associated component.